Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave device was selected for use. The patient presented with severe anemia (hb 6 g/dl), most likely due to bleeding from severe reflux oesophagitis. The treatment plan included intravenous injectafer (iron infusion) together with transfusion of packed red blood cells, and the patient underwent gastroscopy. Due to nature of when the event occurred and when the event was reported the device is not expected to be returned.